Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Provided x-rays confirmed the broken screw. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the screws were unavailable. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the cup was not provided. A depuy warsaw medical professional reviewed the x-rays and stated it could not be determined if the products are a contributing factor. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address broken metaglene screws and significant poly wear. Loosening of the stem at the cement/bone interface was also reported; however, the manufacturer of the cement used in the primary surgery is unknown.qty: 4.